Manufacturer narrative:
An event of aortic wall tear, pulmonary edema, and pneumonia was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information the cause of the reported aortic wall tear could not be conclusively determined. It is possible that procedural factors contributed to the reported event; however, this cannot be confirmed. The cause of the reported pre-acute pulmonary edema and pneumonia could not be conclusively determined. The reported surgical and unexpected medical interventions were results of case-specific circumstances as surgical repair of the perforation was performed and medication was administered. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(4) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 21mm epic max valve was chosen for implant. During procedure, an aortic wall tear was noted. A pericardium patch was placed in non-coronary sinus. On (B)(6) 2025, pre-acute pulmonary edema vs pneumonia was noted and it got resolved with diuretics, antibiotics and nebulization. The patient was discharged 15 days after surgery with minimal pericardial effusion without signs of hemodynamic compromise and clinically stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 21mm epic max valve was chosen for implant. During procedure, an aortic wall tear was noted. A pericardium patch was placed in non-coronary sinus. On (B)(6) 2025, pre-acute pulmonary edema vs pneumonia was noted and it got resolved with diuretics, antibiotics and nebulization.